Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported suture break however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices referenced in b5 are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to 18f for the evar procedure. The successfully preplaced sutures of both proglide devices broke during suture tightening and a cut down was performed to achieve hemostasis. Suture placement in the left common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. A cuff miss occurred with all three proglide devices. A cut down was performed and the evar procedure was completed. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the cutdowns to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.